Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: water was leaking between cos ring (gold ring) and rear cover. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the subject device water was leaking between cos ring (gold ring) and rear cover. The issue occurred during reprocessing. There were no reports of patient harm.